Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 600 (mg/dl) and high ketones over the past few weeks. Customer administered boluses with the pump to treat bg levels. Reportedly, customer went to an outpatient clinic on (B)(6) 2016 to receive intravenous fluids for high ketones and dehydration. Customer was not admitted to the hospital at this time. Recommendation was made to consult with health care provider to discuss diabetes management.